Event description:
The customer reported that the system displayed a cine disk not available error. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine disk was reformatted and the cine bridge board was reseated. The system was tested and found to be working as intended and put back into service.